Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Later healthcare professional reported "rupture not found instead capsular contracture, baker grade iii" and "palpable outpouching of mammary implant notated sonographically consistent with lots of bilateral integrity." Device explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture. Later healthcare professional reported "rupture not found instead capsular contracture, baker grade iii" and "palpable outpouching of mammary implant notated sonographically consistent with lots of bilateral integrity." Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. No further actions are required as the device was implanted.